Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was damaged. This may result in the button getting stuck, causing the power to turn off unit during the procedure. Thus, the investigation identified the root cause of the reported event to be power button failure.

Event description:
Customer reported having a bravo recorder that powered down in the middle of a study and would not power back on.